Manufacturer narrative:
(B)(6).

Event description:
The customer reported that when discharging a patient, the ix would restart. Per communications with the field service engineer (fse), this was due to the 2018 adt reboot issue. There was no patient incident.